Event description:
It was reported that this pacemaker was an attempted implant. The implanter was unable to screw the lead into the device header. Another pacemaker was successfully implanted. No adverse patient effects were reported. Product return is expected.

Manufacturer narrative:
This product has not been returned to boston scientific; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued. Please note: the operator of device field has been updated/corrected since previous report submission.

Event description:
It was reported that this pacemaker was an attempted implant. The implanter was unable to screw the lead into the device header. Another pacemaker was successfully implanted. No adverse patient effects were reported. This product has not been returned despite good faith efforts thus far. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.